Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "materials not biocompatible". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "description/indication: the self-adhering male external catheter is designed for the management of male urinary incontinence. Contraindication do not use on irritated or compromised skin. Precaution do not use if allergic reaction occurs. For good hygiene, change catheter daily. Use of a single device for longer periods than 24 hours may increase the risk of complications. Directions: to apply: 1) wash penis with mild soap and warm water. Dry thoroughly. 2) trim pubic hair if necessary. 3) unroll self-adhering catheter over penis. 4) gently squeeze the catheter to properly seal adhesive to the skin. Important: wear time may be significantly reduced if adhesive is not properly sealed to the skin. 5) connect to drainage device. Directions: to remove gently roll catheter off the penis. Note: if necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient got an infection by using the male external catheters and stated that the patient was sent to the hospital. The patient reported this issue with two different product catalog numbers (39302 and 39303). They were not sure which product had caused the issue, and the patient said something about the urine sticks. It was noted that the patient had been using the product for more than 90 days. It was unknown what medical intervention was provided for infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned

Event description:
It was reported that the patient got an infection by using the male external catheters and stated that the patient was sent to the hospital. The patient reported this issue with two different product catalog numbers (39302 and 39303). They were not sure which product had caused the issue, and the patient said something about the urine sticks. It was noted that the patient had been using the product for more than 90 days. It was unknown what medical intervention was provided for infection.